Event description:
Customer reports the advantage system produced an undosed result of hi. No actions taken based on device results. No blood glucose symptoms reported. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: lisinopril 20mg daily - several years; klorcon 10mg twice daily- several years; nexium 40mg once daily; tolonidine 3mg twice daily.